Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there is fluid inside of the insulin pump reservoir and battery compartment. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump has a blank display and the keypad buttons are not responsive. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, traces of corrosion found at the motor assembly and battery tube threads. The insulin pump failed the leak test; leaked at a crack at the battery tube threads. The insulin pump had cracked case at the battery tube threads, minor scratched lcd window and case. The insulin pump had fading serial number label.